Event description:
It was reported that during preparation for a computed tomography guided percutaneous ascites drainage catheter placement procedure, the inner side of the catheter was allegedly not smooth enough. The procedure completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a computed tomography guided percutaneous ascites drainage catheter placement procedure, the inner side of the catheter was allegedly not smooth enough. The procedure completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: g3, h4, h6 (component, method). H11: d4 (unique identifier (UDI) #), h6 (device, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.